Event description:
It was reported that the head of a 4.0x16mm oasys screw allegedly broke off in the patient. The registrar reported that the case was an anterior and posterior case for a c7 fracture. The surgeon reported that the oasys plate and screw were implanted first as part of the posterior procedure and that screws were placed above and below the fracture at c6 and t1, with the 16mm screws implanted in c6. The surgeon then turned the patient over and implanted the cage and plate as part of the anterior procedure. The registrar further reported that the breakage was noticed during a routine post-operative screen which was undertaken some days after surgery had been completed. At this stage no revision surgery is planned. The registrar reported that a decision has been made to leave the screw in situ as the patient has had an anterior fixation and the screw is not causing any pain.

Manufacturer narrative:
Method: device not returned; results: the oasys polyaxial screw was confirmed via xray image to have a separated tulip head. Manufacturing files could not be reviewed because no lot number was provided. A discussion with the stryker rep revealed that the patient had a previous acdf and believes this to be a contributing factor. It was reported that the patient has good bone quality and is not very active. Conclusion: the surgical technique states that internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs, so the root cause is patient or user related.

Event description:
It was reported that the head of a 4.0x16mm oasys screw allegedly broke off in the patient. The registrar reported that the case was an anterior and posterior case for a c7 fracture. The surgeon reported that the oasys plate and screw were implanted first as part of the posterior procedure and that screws were placed above and below the fracture at c6 and t1, with the 16mm screws implanted in c6. The surgeon then turned the patient over and implanted the cage and plate as part of the anterior procedure. The registrar further reported that the breakage was noticed during a routine post-operative screen which was undertaken some days after surgery had been completed. At this stage no revision surgery is planned. The registrar reported that a decision has been made to leave the screw in situ as the patient has had an anterior fixation and the screw is not causing any pain.